Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient's spouse woke up at 3:30am because the patient was asking for help. The patient was incoherent, falling from bed, and could not get up. The cgm was 77 mg/dl and the bg was not checked. The spouse immediately called emergency medical technicians. Emts arrived after 15 minutes and the bg was 40 mg/dl. The cgm value at that moment was not reported. The hypoglycemia was treated with a jelly glucose in tube. The patient was reportedly normal after 30 minutes. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.